Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant). The hcp reported that she received a call from the patient who said her stimulator wasn't working and needed to see a manufacturer¿s representative (rep). The hcp had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.